Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the issue by viewing tir (time in range) the diabeter clinic in carelink system 3.12 and issue was reproduced. After a thorough investigation the software support team confirmed that issue was being caused by the logic calculating tir( time in range) values for carelink displaying patient list. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under "sw requirement doc." (Most likely) root cause: the root cause of this is issue caused by logic calculating time in range values for patients in clinic's patient list in carelink system. Analysis summary: carelink dev team confirmed that the issue would be resolved by updating a configuration change. Helpline did confirm that after the recent hpsu (high priority software update) deployment issue is resolved. Afc code: fb36af configuration issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the information shows incorrectly the other way around. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was not performed. Unable to resolve with existing ts/labeled instructions - issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-7350.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.